Event description:
The account alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found the patient was leaning too much towards the side rail causing the mattress to press against the side rail, user error. The account repositioned the patient to resolve the issue.